Event description:
It was reported by the abbott technical support that the patient's right atrial (ra) lead exhibited noise. No intervention or patient condition was reported.

Event description:
New information received notes the patient right atrial (ra) lead was re-programmed to resolve the issue. The patient was in stable condition.